Manufacturer narrative:
.

Event description:
The customer reported the system displays a loudspeaker error. Further information revealed that the issue was only an inop and there was no loss of audio. No patient or user harm was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the system displays a loudspeaker error. No patient or user harm was reported.